Event description:
Additional information received reports the patient programmer screen was blank and will not turn on. Programmer had not been dropped or wet. The patient does not have any batteries to try. The patient reports never having therapeutic effect. Patient still goes 5-6 times. It was noted that the patient will be going to hcp (healthcare provider) on "the 18th".

Manufacturer narrative:
Concomitant: product ID 3889-28, lot# va0m9wx, implanted: 2014-(B)(6), product type lead. Product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
Device registration indicated the patient¿s system was replaced.

Event description:
Additional information received from the patient reported she still had had no change in her bowel therapy.

Event description:
Additional information received reports the patient was just at the hospital yesterday and the device was turned up and its very uncomfortable. The left side of my toe sticks up and cramps up. The patient can¿t lay on the left side at all. This had been happening since yesterday. It¿s tingling, and it didn¿t act like that when the patient was sitting and it was fine when they left the doctors, but now the patient can¿t go on that side at all. The patient was at 1.1 volts and during the call patient services guided patient through turning stimulation down to 0.6 volts and says it feels better now.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reports the patient never had therapeutic effect. The patient states it's not working. She guess it's working but it's not working for me. She was going through the same thing as before. The patient had too many bms(bowel movements) and had to run to the bathroom. The stimulation was uncomfortable and her left foot turns up like a cramp. The manufacturer representative turned her stimulation up. The event/symptoms occurred following an implant. Her ins(stimulator) was on and she's on program 3 at 4.0 volts. She doesn't see a lightening bolt in the upper left and she doesn't feel stimulation. Patient services attempted to walk through changing programs but the patient stated she only sees a round circle on the screen. Patient lacked basic understanding of patient programmer use. The call was disconnected because she had to go to the bathroom. It was reported later on the event date that the patient was not on program 2 at 0.0 and the ins was on. She pressed the left button on the screen and nothing was on her screen. The screen was not blank and she sees blocks of different sizes. The patient increased stimulation to 1.0 volts and reports feeling stimulation. The patient was on program 2 at 1.0 volts.

Event description:
It was reported that the patient reported the healthcare provider has been trying to reach the representative, but has not heard back from her. The patient thinks the healthcare provider wants the representative to check the implant. She had a loss of therapeutic effect. The patient stated "it's not working¿. It worked a couple of times. She wasn't supposed to use it every day and she didn't. The couple times the patient used it she didn't get anything and she don't really know anything about it. After surgery when things were explained, she was out of it. Later the patient said it did help the 2 times that she used it. The patient can't use it, so she was back to where she was before she had surgery. The patient have to run to the bathroom. The patient does not have an appointment set up. The patient had loss of bowel control. The event or symptoms occurred 2 days after implant. The patient last used the ins (stimulator) 2 days after surgery. It was clarified that the patient had not used it since (B)(6) 2014. The patient reported she cannot because it doesn't do anything. She was supposed to get a tingling feeling on one side of her vagina and she don't get that. She didn't get it when she went to use it again. It was unknown if the device was on or off. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Event description:
It was reported the patient wanted to decrease stimulation. The patient still experienced cramps in their left foot.